Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, fever, chills, vomiting and nausea. The cause of peritonitis was unknown. The day before the peritonitis diagnosis, the patient was hospitalized and treated with injection tobramycin (20mg, once daily, intraperitoneal, ongoing), injection ceftazidime (750mg, once daily, intraperitoneal, ongoing) and injection vancomycin (750 mg, every 5th day, ongoing) for peritonitis. The patient was discharged three days after hospital admission. On an unknown date, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.